Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they had their implantable neurostimulator (ins) removed in (B)(6) 2016 due to an infection in their spine after a back surgery. Relevant medical history includes post-lumbar laminectomy syndrome.

Event description:
Additional information was received from the patient. The patient reports that the stimulator was removed during surgery to correct their flat back syndrome. There was no sign of infection at this time. There were four attempts by manufacturing technicians (techs) to set the device so that it didn¿t cause nerve irritation. The patient never used the device after the techs worked on it because the nerve irritation was still too much to handle. The device was removed at their request and the leads were left in the spine. The patient states that the infection occurred approximately 3-4 weeks after their (B)(6) 2016 surgery. A second surgery was required to clean out a deep abscess in their spine. (Mrsa and klebsiella were identified as infection). At this time antibiotics were initiated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the representative and the consumer regarding the patient. It was reported that the device was removed during a spinal surgery to correct flat back syndrome. The rep tried to adjust the device but never got it so the nerves were not irritated, so the patient had not been using it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.